Event description:
I. Incident details & device defect description: this federal product safety report is filed to log a severe mechanical calibration failure, energy-delivery defect, or proximity safety breach inherent to the class ill transcranial magnetic stimulation (tms) device deployed by the (B)(6) clinic during an (B)(6) 2025 clinical sequence. The device emitted an uncontrolled, concentrated electromagnetic field sequence or unexpected thermal energy arc localized to the complainant's right temporal zone. Despite active operations tracking by clinic staff (B)(6), the device failed to register appropriate safety shut-offs or field restriction boundaries when thermal and neurological thresholds were breached, resulting in direct neurocutaneous burning and permanent structural vascular distension at the contact point. Ii. Contemporaneous adverse effect & damage log: the hazardous mechanical output of this device caused immediate physical injury and severe long-term physiological complications, which have been verified through secondary clinical tracking: 1. Neurocutaneous burns: objective tracking on (B)(6), 2025, by an independent provider ((B)(6), aprn-np) explicitly codified a localized burn sensation and right temple skin pain resulting directly from device contact. 2. Vascular structural damage: the unmitigated energy field has left the complainant with prominent, permanent structural vascular distension (visibly bulging veins localized exclusively to the right temple treatment quadrant). 3. Autonomic & neurological sequelae: the physical shock to the right temporal tissue induced severe, unremitting localized headaches alongside an immediate, profound autonomic vital spike of 110 bpm tachycardia and 153/113 mmhg blood pressure sustained since treatment onset. Ill. Federal consumer protection demands; the complainant requests that federal trade and safety regulators ingest this file into the active product defect database to: audit the safety logs and mechanical calibration history of the tms hardware units deployed across the (B)(6) clinic network. Determine if the specific model or coil component utilized has a high-frequency tracking history of unexpected thermal arcing, incorrect field mapping, or inadequate skin-barrier proximity sensors. Compel the commercial entities to preserve all internal device metadata, tracking logs, and software configuration reports for the (B)(6) 2025 loss window.